Event description:
Checking supplies in the pacu block room, noted an abnormality in the package for one of our supplies. Medline tray, 25g whit spinal w/pharm. The item was removed from stock. Manufacturer also received photos.